Event description:
It was reported that this lead was explanted due to pacing impedance out of range (greater than 3000 ohm) and intermittent loss of sensing approx. 54 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin. The analysis showed that the inner conductor coil was found fractured 29 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.